Event description:
Information received from (B)(4) study, subject: (B)(4). On (B)(6) 2014, the patient was randomized to IV tpa + solitaire fr and treated. During the procedure, the patient had vasospasm that resolved without treatment on the same day. The event was procedure related. On the same day, the patient had hypocalcaemia that resolved two days later. The relationship to the device was unknown. On (B)(6) 2014, a treatment or procedure compliance deviation was issued stating, a commercial solitaire device was used instead of a study specific device. No other patient injury was reported as a result of the procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device was not returned for analysis as it was discarded; therefore, the event cause could not be determined. (B)(4).